Event description:
Customer was hospitalized due to low bg. During troubleshooting it was discovered that customer had incorrect programming in the pump. Programming was corrected. Suggested customer to call md to discuss possible causes of low bg. Pump appeared to be functioning as designed.